Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, the 14 left ventricular pacing vectors were tested. On the programmer screen, it was observed that the threshold values were correctly stored, but not the impedances values. It seems that no clicking was seen by the subject programmer when selecting the pacing vectors to tests, which could explain why the impedances tests were not performed.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, the 14 left ventricular pacing vectors were tested. On the programmer screen, it was observed that the threshold values were correctly stored, but not the impedances values. It seems that no clicking was seen by the subject programmer when selecting the pacing vectors to tests, which could explain why the impedances tests were not performed.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, the 14 left ventricular pacing vectors were tested. On the programmer screen, it was observed that the threshold values were correctly stored, but not the impedances values. It seems that no clicking was seen by the subject programmer when selecting the pacing vectors to tests, which could explain why the impedances tests were not performed.

Manufacturer narrative:
Preliminary analysis results showed that the lv vector test assistant was not used, which explains the reported behavior.